Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the lot number provided, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. The returned device was evaluated. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device all indicator lights were solidly illuminated and the device did not function. No performance data could be extracted from the device. Further investigation into this failure will be carried out with a cross functional team. The root cause remains undetermined. It is possible that a software issue caused the reported event. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump had all the lights on, which means the pump stopped working. Pump malfunctioned before it was applied to patient. The wound care center pulled another pico out and used the pump from that kit to solve the issue.